Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion seal and a buckled upstream occlusion seal. Funactional testing revealed a defective latch/lock sensor. The downstream occlusion and upstream occlusion seals were replaced, along with the latch/lock cam flex sensor were replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion gasket detached and was not able to hold the seal. There was no patient involvement, no patient injury was reported.